Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09sept2019. The field service engineer (fse) evaluated the device. The fse found an error relevant to the reported condition in the diagnostic log however, the reported condition was not verified. The ventilator passed all testing and operated within the manufacturing specifications. No parts were replaced or returned for evaluation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated a pressure regulation error. The ventilator was not in use on a patient at the time of the event occurred.